Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's leads had migrated and lost therapy. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received the patient passed away on (B)(6) 2022 while in hospice, so no further intervention is planned.